Event description:
During a standard dental treatment the head of the handpiece got hot but did not cause any injury. Dental office does not recall the name of the patient to pull the file, therefore, further data is not available.

Manufacturer narrative:
The analysis did show that the bearings have been gritty and vibrating. The heat up of the head was reproducible during a short test run. Last repair has been in (B)(4) 2012. The condition of the bearings is due to a normal wear process. The worn bearings cause higher friction and therefore the heat up of the head. Kavo recommends to set up a service interval for a licensed shop to clean, service and check the function of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Reported due to the 2 year presumption rule.